Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number t92301, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy the device was fired, and the clip did not form correctly. It formed in to tear drop shape. This happened a second time. The procedure was completed with an alternate like device with no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # t92301. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 11 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch t92301 number, and no non-conformances were identified.